Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. During the service call, the hard drive was re-formatted, software was reloaded and the system interface pcb and table power supplies were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.